Manufacturer narrative:
Corrected data: in review, it was noted that "g4 -combination product" field was inadvertently left blank and not populated in the initial MDR report. In review, it was also noticed that an incorrect justification for "h3-other (81)" was inadvertently entered in section "h10" of the intiial MDR report the information has been corrected in this supplemental MDR report and the following field was updated accordingly: section g4: combination product: no section h3-other (81): the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when a doctor implants an intraocular lens (iol), he sees little particles released. The doctor notices the issue when using preloaded lenses, primarily dib model iols. All lenses were left implanted. The doctor removed debris when removing viscoelastic from eye. No further information was provided.

Manufacturer narrative:
If implanted, give date: unknown, information not provided. If explanted, give date: not applicable as the device remains implanted. The intraocular lens (iol) was not returned for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown as product serial number was not provided. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.